Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis, the potential for forward firing may exist probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a bph prostate procedure, the customer reported: ¿fiber degradation¿, at (B)(6) joules and 00:12:04 minutes of usage. The procedure was completed with a second fiber. Patient outcome: "ok" reported. No injury to patient or user was reported.